Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a received failed battery alarm. The customer¿s blood glucose level was 222 mg/dl. Customer stated that they had changed battery and received a failed battery after changing it 8 times. The customer was advised to monitor the pump. The customer was advised to revert to back up plan per health care professional until replacement cap arrives. The insulin pump will not be returned for analysis.